Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a recent infusion set change, with blood glucose rising to approximately 300 mg/dl for about three hours and concern for possible tubing involvement; the user inspected the device and infusion site, then performed a tubing and infusion site change and reconnected without evidence of leakage or set damage. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Investigation included user-guided troubleshooting and education focusing on infusion set and tubing inspection and replacement. Investigation of this case revealed no confirmed device or infusion set malfunction identified by the user after reconnection. It was concluded that the cause of the hyperglycemia was unclear and that the event resolved after reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.